Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The ec45 instrument was received with no visual non-conformances. The device was loaded with an unfired reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was clamped down and would not fire. It took 4 to 5 minutes to get the device to release. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.